Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow-up in backup vvi mode. Due to battery status a device download could not be performed. The device was explanted and replaced successfully.

Manufacturer narrative:
Final analysis confirmed that the device was in backup mode due to multiple bit flips. After a product download no anomaly was noted other than battery voltage being at elective replacement indicator.